Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced syncopal events. In clinic evaluation noted noise on the rv channel that was reproducible with patient isometrics and manipulation of the device. An invasive procedure was performed. During the procedure, noise and high out of range pacing impedance measurements were observed with the lead connected to the device and pacing system analyzer (psa). The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product was retained by the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--